Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that multiple cartridges were leaking from the o-ring. Customer loaded a new cartridge to address the issues. Customer's blood glucose level was 250-280 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.